Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was not duplicated. There was no problem detected with device. As a preventative, the downstream sensor and main board were replaced, and upstream sensor re-calibration.

Event description:
It was reported that during the use of the product, a "no disposable, clamp tubing" alarm went off. No patient injury.